Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered one round of anti-tachycardia pacing and one 41 joule shock for a supraventricular tachycardia. The patient had been playing soccer at the time and their heart rate increased into the programmed ventricular fibrillation zone of the device. It was also noted that the shock impedance had been steadily increasing; lead trends showed recent values close to 160 ohms. The pace impedance was in normal range. During the shock episode the shock impedance and pace impedance decreased to much lower values. Further technical services evaluation is pending. Additional information is being requested, but was unavailable at the time of this report. The ICD and right ventricular lead remain implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered one round of anti-tachycardia pacing and one 41 joule shock for a supraventricular tachycardia. The patient had been playing soccer at the time and their heart rate increased into the programmed ventricular fibrillation zone of the device. It was also noted that the shock impedance had been steadily increasing; lead trends showed recent values close to 160 ohms. The pace impedance was in normal range. During the shock episode the shock impedance and pace impedance decreased to much lower values. Further technical services evaluation is pending. Additional information is being requested, but was unavailable at the time of this report. The ICD and right ventricular lead remain implanted and in service. No adverse patient effects were reported.